Event description:
It was reported that there was a slit in the pneumatic hose of the device and there was an airleak from the device. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Device eval was performed, however a hole in the pneumatic hose could not be confirmed.